Manufacturer narrative:
Concomitant medical products: femto laser, sn (B)(4); wavelight, sn (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported they experienced suction loss on the left eye (os) of a female patient with an intralase patient interface (pi) after the laser fired which resulted in loss of treatment. There was no loss of best corrected visual acuity (bcva) reported. The patient's pre operative refraction was: bcva ¿ right eye (od) 20/20, sphere -4.00, cylinder -1.50, axis 11. Bcva ¿ left eye (os) 20/20, sphere -2.75, cylinder -2.50, axis 173. The patient's symptoms are noted as resolved.